Event description:
According the reporter, before the procedure, the front side of the clip has a stubble before the product was installed. There was no patient involvement.

Manufacturer narrative:
Product analysis:post market vigilance (pmv) received one photo and one device. The visual inspection of the returned product noted that one of the tracks has excessive material from the forming process. The photo depicts the excessive material in the clip track. Pmv did not perform functional testing; to preserve for engineering. Forwarded to engineering for further evaluation of the excessive material on the clip track. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.